Manufacturer narrative:
Solution spill, capital equipment evaluated at the customer site. The fse found a small leak at heater on reservoir tank. The fse replaced the tank and hose. The fse completed all system checks. The system is operating according to manufacturer's specifications. Result: reservoir tank.

Event description:
The customer reported that the unit was leaking cidex opa from the bottom of the unit. There were no reports of physical complaints. The asp field service engineer (fse) went to the facility to assess the unit.